Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, but the error persisted. As a corrective action, technical support arranged to replace the pump under warranty. The customer planned to continue using the current pump as backup therapy.